Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the left circumflex coronary artery with moderate tortuosity. The 2.0 x 20 mm nc trek rx balloon dilatation catheter (bdc) did not inflate fully at the lesion; however, it deflated without issue. There was no resistance felt during advancement of the balloon catheter to the lesion. The nc trek was replaced with another device to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.